Event description:
On (B)(6) 2011, the patient/lay-user's daughter contacted lifescan (lfs) alleging that her mother was experiencing a meter casing issue with her one touch profile meter. The medical surveillance specialist (mss) spoke with the patient on (B)(4) 2011 and obtained the following information. The patient reported that she does not know when the alleged issue with the subject meter began, but feels it may have been "approximately 3 years ago" prior to contacting lfs. The patient stated that since then she stopped testing her glucose levels completely. The reporter stated that the patient could not insert the ultra test strip into the subject meter and thought the test strip holder port was missing an adaptor to allow for the insertion of one touch ultra strips. Per manufacturer's specifications, a one touch profile meter uses one touch test strips, and not one touch ultra test strips. She stated her mother manages her diabetes with humalog 75/35 (8u) and lantus (10u) insulin (no adjustments) and due to the alleged issue on (B)(6) 2011, at 10 am, the patient took her normal dose of humalog and skipped her lantus dose (since she was going to the emergency room). The patient claimed at an unknown time after the alleged issue started, the patient felt "dizzy, wobbly had blurry vision, loss of appetite and was unable to stand or walk." She also reported that she went to sleep and at an unknown time and her daughter tested her glucose with a friend's meter and obtained a result of "300 mg/dl." In response to her symptoms, on (B)(6) 2011, at 9:30 pm, the patient was reportedly taken to the emergency room (ER), where her blood glucose was tested. The patient stated at 9:30 pm, they obtained a result of "703 mg/dl" on the ER meter, which was treated with an unknown type or dose of insulin and fluids and was kept in the hospital for "7 days" to control her diabetes. During the initial call with customer service, the agent noted that the patient's daughter was attempting to insert the wrong type of 2009 expired test strips into the subject meter. The reporter was informed that the subject meter was not missing any components. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia and the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. K021943.